Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.